Manufacturer narrative:
G4:26jan2021. B4:27jan2021. The customer was advised that the speaker would need to be replaced to address the reported issue. Multiple attempts were made to obtain information on the repair/service of the device has been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
It was reported that when powering on the ventilator there was an alarm indicating primary alarm failure. There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic logs the error codes indicating the primary alarm failed.